Event description:
Follow up with surgeon revealed that during revision the pt's labrum was healed, however, he noted significant amount of fibrous tissue eroding into the glenoid. As he started to remove this and clean the area, he noticed that another had been surrounded by the fibrous tissue. After he completed cleaning the area, the bone defect left was filled with a graft. Pt was reported to be in good condition but x-rays show significant joint space narrowing and progressive cystic changes in subchondral bone. Surgical center provided two implant lot numbers (41872 & 41397) used in the case but could not determined which one was the one removed.

Event description:
It was reported that pt developed a reaction approx 10 months (2005) post rotator cuff repair. During the revision surgery, the bone around the implant was soft and had to be removed. An oats procedure was performed on the glenoid and dovetail was used to complete the case. Pt is doing well. This device is used for treatment.